Event description:
The customer requested assistance with a download of device event logs due to a reported over infusion of insulin; 10ml programmed 100ml delivered. There was no pt intervention and no report of pt harm.

Manufacturer narrative:
(B)(4). Customer stated that they determined the issue to be operator error and needed no further assistance. No product return is expected. The customer's report of an over infusion could not be confirmed because the product was not returned for failure investigation.